Manufacturer narrative:
This report will be updated upon receipt of additional information.

Event description:
It was reported during a routine follow-up, the physician suspected a drop in battery longevity, without obvious reasons. The device was reprogrammed with rhtyhmq on. The percentage of atrial and ventricular pacing were 98% and <1% respectively from the last follow-up in july of last year. During the recent follow-up, the parameters of the right atrial, and right ventricle leads were showing normal sensing values. The battery status indicated 6 months to eri (elective replacement indicator). The physician has scheduled the replacement procedure in june. No adverse effects to the patient were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that the high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported during a routine follow-up, the physician suspected a decrease in battery longevity, without obvious reasons. The device was reprogrammed with rhtyhmq on. The percentage of atrial and ventricular pacing were 98% and <1% respectively from the previous follow-up last year. During the recent follow-up, the parameters of the right atrial, and right ventricle leads were showing normal sensing values. The battery status indicated 6 months to eri (elective replacement indicator). Subsequently, this device was explanted and replaced. No additional adverse effects to the patient were reported.